Event description:
--

Event description:
--

Manufacturer narrative:
Subsequent information was received eight months later that upon review of remote interrogation data, the right atrial (ra) lead and right ventricular (rv) leads exhibited noise. The noise was oversensed, however, did not result in pacing inhibition as the patient had an underlying rhythm. All lead measurements were observed to be stable and within normal limits. The physician will continue monitoring. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and chronic implantable defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms. Boston scientific technical services (ts) discussed troubleshooting options with a health care professional (hcp). No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the patient presented to the electrophysiology lab for further evaluation. Occasional out of range shock impedance measurements were able to be recreated with pocket manipulations when programmed in the triad configuration. The physician elected to open the pocket. Inspection of the lead connections revealed no anomalies. The lead was programmed rv coil to can and no out of range shock impedance measurements were observed. Defibrillation threshold (dft) testing was performed. Shock impedance measurements were within acceptable limits following both low and maximum energy shocks. The physician elected to leave the lead programmed rv coil to can. No adverse patient effects were reported. Available information indicates that this product remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Additional information was received that an invasive procedure was performed four months later. The lead was surgically abandoned and a new lead was implanted. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.